Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6). Photo is available related to the reported problem. Investigation summary: on 20/aug/2021 a query was run by from 01/jan/2020 up to 20/aug/2021 in trackwise 8.7 system, associated to malfunction wnd-pmc9.9 foreign matter (e.g. Hairs, insects) within primary pack (sterile products) and one (1) complaint was identified, refer to table#1 for details. The end user report that there is something like black dust in primary pouch. Photo is available for the reported problem. Based on the visual inspection of the picture received, the reported condition could be confirmed. However, it is not possible to determine if the particle is inside, outside, free or embedded to the packaging. Nevertheless, the customer states ¿there is something like black dust in primary pouch¿; this suggest that the particle may have been embedded to the sealed area of the pouch. The scope of this nonconformance report is to cover affected lot 9e01862 manufactured in primary labeling/scd packaging, reported in this investigation. Process review: a revision of the assembly process described in the applicable process instruction was performed in order to determine in which step the reported defect can be generated. Current quality controls: based on the test method tm-002 and the process instruction pi31-104, the following tests are performed in the scd manufacturing line, in order to identify this failure mode in our manufacturing process. Batch record revision results: based on the review performed to the batch record of finished good lot (s), all the components utilized were correct per bom, under applicable icc code and erp material. The testing results were found satisfactory and the crew requirements and responsibilities, process parameters, tooling¿s, quality and in-process inspections, line operations, process troubleshooting and relevant documents to the process were run according the applicable process instruction. Therefore, no discrepancy related to this issue were found within the documentation. Complaint data analysis: on 20/aug/2021, a query was run in trackwise, version 8.7 for the failure mode ¿wnd-pmc9.9 foreign matter¿ for products manufactured at the scd manufacturing line reported to haina, dominican republic (dr), from (B)(6) 2020 to(B)(6) 2021, to conduct a customer complaint data review and identify if there is currently an adverse trend, as a results (1) complaint was identified related to the reported problem. Conclusion of the preliminary investigation: based on the visual inspection of the picture received, the reported condition could be confirmed. However, it is not possible to determine if the particle is inside, outside, free or embedded to the packaging. Nevertheless, the customer states ¿there is something like black dust in primary pouch¿; this suggest that the particle may have been embedded to the sealed area of the pouch. Through the assessment performed with the triage team it was confirmed that the location in the pouch where the particle is observed is received sealed from the supplier; no scars were identified related to foreign matter for the pouch affected in this nonconformance. Based on the batch record review performed, no issues related to the failure mode reported were found within the documentation. However, during the investigation process it was identified that the particle could potentially come from the supplier, and therefore it was not captured during the plant quality controls. As per tm-002 (package seal integrity nonconformities), visual inspection must be performed to these types of products. Nevertheless, a complaint data analysis search conducted shows that no adverse trend was identified, therefore it is considered an isolated event. According to the explained above it was concluded that the root cause could be associated to material coming defective from the supplier. Also, the site manufacturing and quality personnel not performing a correct visual inspection to the pouch during the manufacturing process. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092 manufacturing site: 9618003

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported there was "something like black dust in primary pouch." The product was not used. No photographs were provided.